Manufacturer narrative:
The maryland bipolar forceps instrument has been returned and evaluated by the failure analysis (fa) team. The instrument had a damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken and the instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. In addition, the instrument was tested on an in-house system where it passed the recognition and engagement tests, moved intuitively with a full range of motion in all directions, and its grip tips opened and closed properly. A review of the log showed no errors.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had an issue. The procedure was completed as planned with no reported injury. Intuitive surgical followed up with the initial reporter and obtained the following additional information: the instrument was identified as defective or non-functional but the details could no longer be determined. The patient was not injured, and no fragments fell from the device into the patient during use. The procedure was completed with another instrument, causing a delay of under 15 minutes.